Event description:
Reporter indicated that the screen on his vns therapy programming handheld was freezing during use. Troubleshooting did not resolve the issue. Good faith attempts to obtain both further info and the handheld for product analysis are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.